Manufacturer narrative:
The device was not returned for evaluation and no imagery was provided for review. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The reported event was unable to be confirmed due to no device or imagery was provide for evaluation. In this case, there was no allegation a device malfunction contributed to the reported event. A review of the lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. An existing technical summary written by edwards lifesciences has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. The complaint description states, upon valve deployment, the balloon appeared to have ruptured due to blood noted in atrion. The customer also stated that, the minimal calcium was observed at the landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) contributed to the balloon burst. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by an edwards lifesciences affiliate, regarding a 23mm sapien 3 vale in the aortic position. Approximately 6 years post implant of a 23mm sapien 3 valve in the aortic position, a valve in valve with a 23mm sapien 3 ultra valve was performed due to stenosis. Upon valve deployment, the balloon appeared ruptured as blood was seen in the inflation device. Physician was able to get the delivery system safely out of the sheath and there were no adverse effects to the patient. The rupture was noted at the distal end of the balloon shoulder. The delivery system will not be returned due to facility not allowing edwards to remove item from room. Patient stable at end of procedure.

Manufacturer narrative:
Investigation is underway.